Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had ceramic hip and had to have it revised due to pain. Pt claims that the ceramic ball disintegrated."